Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte" luer access split-septum stand-alone device leaked at the joint during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, the patient with PICC catheterization underwent intravenous infusion as instructed by the doctor, and the closed infusion joint was used. It was found that there was leakage at the joint, and the infusion joint could not be used, so the infusion joint was replaced immediately. No harm was done to the patient."